Manufacturer narrative:
Related voluntary medwatch form received: medwatch mw5146897.

Event description:
It was reported that a bipolar pacing lead impedance alert was observed on the right atrial (ra) lead. There were no reported patient symptoms.